Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during initial functional testing and archive review. The brake gap was adjusted to remedy the ua 16 error message. In addition, not related to the reported issue, front and bottom enclosures were observed damaged and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Front and bottom enclosures were replaced and the sticky clutch plate was deburred to address the issue. Following the repair, the platform passed all functional testing criteria and met all required specifications. The autopulse platform is a reusable device and was manufactured in 2015 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. The archive data review indicated error message user advisory (ua) 16 on customer reported date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed an error message user advisory (ua) 16 (timeout moving to take-up position). The customer tried to change the lifeband; however, the error could not be cleared. No patient involvement was reported.